Event description:
Literature: reig e, abejon d. Spinal cord stimulation: a 20-year retrospective analysis in 260 patients. Neuromodulation. 2009; 12(3):232-239. Summary: this article presents a retrospective review of 260 patients treated with spinal cord stimulation implants for the treatment of pain from 1983-2002 from two centers, and were analyzed by pain type and group. Reportable event: one patient experienced severe infection with symptoms of meningism including headache and slight neck rigidity without nausea, vomiting, or high fever that was felt to be related to the implant. The system was explanted, due to the possibility of developing meningitis. The patient was treated with intravenous antibiotics. Following removal, the patient recovered without sequela. The patient continued under care at the pain unit. See literature article with MFR report # 2182207200907312.